Manufacturer narrative:
Visual evaluation: visual analysis of the photographs identified: ¿ patch lot number 3226854. ¿ crease fold. ¿ cloudy in the gel. ¿ red particles in the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Device has been explanted.

Event description:
Physician reported right side "about a patient with capsular contracture baker grade IV." The device has been explanted.

Event description:
Healthcare professional reported, right side "about a patient with capsular contracture, baker grade IV". The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade iii-IV. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported unknown side "about a patient with capsular contracture baker grade IV." The device remains implanted.